Manufacturer narrative:
Original filter placement was below the renal veins. Indication for filter insertion was prophylactic. There was no thrombus present at the delivery site. Anticoagulation therapy was not given because there was a contraindication for anticoagulation. Pre and post imaging was completed. The size of the vena cava was straight and the shape was less than 30mm. There were no any acute bends or tortuosity including the access site. There was no difficulty or resistance/friction while advancing the deployment sheath to the deployment target or difficulty or resistance/friction while advancing the filter to the deployment target. The obturator remained fixed while the deployment sheath was pulled back over the obturator. It was verified under fluoroscopy that the filter was not in a side vessel. There was complete wall apposition on all sides post deployment and the filter was deployed without tilt. There was also no large or excessive thrombus load. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A physician reported that an optease filter "was placed upside down in the cartilage." The reporter indicated that the physician deployed it correctly but at the time of removal, the filter was noted to be upside down. The filter was removed from the jugular successfully. There was no injury to the patient. Additional procedural information received reported that the indication for filter insertion was prophylactic, not specified. There was no thrombus present at the delivery site. Anticoagulation therapy was not given because there was a contraindication for anticoagulation. Pre and post imaging was completed. The size of the vena cava was straight and the shape was less than 30mm. There were no any acute bends or tortuosity including the access site. There was no difficulty or resistance/friction while advancing the deployment sheath to the deployment target or difficulty or resistance/friction while advancing the filter to the deployment target. The obturator remained fixed while the deployment sheath was pulled back over the obturator. It was verified under fluoroscopy that the filter was not in a side vessel. There was complete wall apposition on all sides post deployment and the filter was deployed without tilt and below the renal veins. Procedural films are not available for review. The product was not returned for analysis. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. The constrained filter is supplied in a plastic storage tube, which is to be loaded as a system into the sheath introducer hemostasis valve. As per the instructions for use (IFU), the storage tube is printed with colored arrows and text (femoral: green; jugular/antecubital: blue) to indicate the correct orientation. The arrow of the desired access site will point into the sheath introducer hemostasis valve. Based on the limited information provided and without procedural films to visualize appropriate filter placement, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Based on the information available for review, although the root cause could not be conclusively determined, an investigation has been initiated to address this issue.

Event description:
The doctor reported an optease filter was placed upside down in the cartilage (deployment). They did deploy it correctly but when they removed it the filter was upside down. He thinks it was manufactured incorrectly. The filter was removed from the jugular and it was removed successfully. The patient was not injured.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.